Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the 511sd mod22 trocar's inner seal tore half way through the case. The mod22 trocar is not supposed to tear. The case was continued with the leaking. There was no consequence to the pt.